Event description:
Info was rec'd in 7/04 from a pt, with a history of a "bad knee", irritable bowel syndrome (diagnosed in 2001), hysterectomy (1984), pain (unspecified), allergies (unspecified) no cancer, and no heart disease who experienced discomfort, pain, swelling and tightness in knee, "inflammatory knee effusion," lightheadedness, didn't "feel right", stomach cramping and aches, could not move toes, ears ringing, lost 11 pounds, in and out of consciousness, combativeness, amnesia, devere neck pain, nausea, no energy, mind wanders/mind does not keep up/felt retarded, not hungery, weird dreams, bad taste in mouth, and dry mouth. Pt began treatment with synvisc in 2004. The pt received a series of synvisc injections in a week and 2 weeks later pt experienced pain and discomfort with the first two injections. After the third injection pt experienced extreme pain, swelling and tightness in the knee. Pt felt lighheaded and didn't "feel right." In jul-2004, the knee was "humongous," the swelling was apparent in an area 6 inches above and 6 inches below the knee. The dr advised to keep the leg elevated and to keep it iced. The next day pt was taken by ambulance to the ER because pt could not stand the pain anymore. Pt also experienced severe stomach cramping, could not move the toes, and the ears were ringing. Pt felt like pt would have amputated their own leg if they could. The pt was in and out of consciousness. The ambulance team thought pt was on drugs because pt was combative with them and their spouse. In the ER, the knee was tapped. The withdrawn fluid was not clear, but grayish green in color; there was no blood apparent. During the ER visit, pt was diagnosed with "inflammatory knee effusion." Pt was told to use crutches and to take it easy. The ER dr prescribed hydrocodone/apap 500 tab (1 to 2 tabs as needed for pain q4hrs). The pt discontinued the medicine because it caused bad stomach aches. The pt was released that same day from the ER. For 3 days pt experienced amnesia, severe neck pain, and nausea. The next day, the knee was tapped again in the dr's office (results unk). At the time of this report, the pt had not recovered. Pt felt "pt has left something behind", the body moved but the mind did not keep up. Pt did not want anyone around, had no energy, the mind wandered, and pt felt "retarded." Pt experienced weird dreams, and did not feel "right." Pt had a bad taste in the mouth all the time, had dry mouth, and was not hungry. Pt had lost 11 pounds since the injection. Pt forced fluids everyday. Additional info was received in jul-2004 from the pt. The pt's medical history also included a fall in feb-2003, and arthroscopic surgery of the knee (sep-2003). The pt continued to have pain in jan-2004 and mar-2004 so the physician administered cortisone shots, which provided no relief. At that point, the physician put the pt on synvisc. Additional info was received in oct-2004 from the pt. Pt reports no prior viscosupplementation. Pt experiences itching and sneezing when in a chicken barn, but is able to eat eggs. The synvisc injections were given in the right knee. After the second injection, pt had "slight swelling" in the the right knee and "it felt like someone was holding the knee and wouldn't let go." The swelling in the right knee and "it felt like someone was hholding the knee and wouldn't let go." The swelling increased and pt had "aching pain" after the third injection within 24 hours. In the ER, pt was treated with lots of drugs (medication names unk) which made pt "throw up." The leg was still swollen and occasionally got hot. The pt treated the leg symptoms with rest and ice which helped the pain but did not stop it. Pt also got "really hot in the middle of the night," had a rash "wich comes and goes" and resolved by the morning. The symptoms began since the synvisc injections and occur intermittently. Pt was told by the physician, it was hormone levels. Pt also reported pain in the hands in the morning, headaches, nausea, and stiffness in the shoulders since synvisc. At the time of this report, all the symptoms continued. Additional info was received via telephone in nov-2004 from the physician. The physician commented that in his medical opinion, the pt is emotionally strung. He had performed an arthroscopy of the knee and found that little area of the knee was worn down to the bone. The pt continued to come to the office and insisted on treatment. The physician suggested synvisc injections. He has not seen the pt since the third synvisc injection. However, he did receive a phone call from an ER treating physician and was informed the pt was seen in the ER, and "a couple of cc of lime green fluid" was aspirated from the knee. The physician commented to the ER physician, he had "given up" on the pt and believed pt was possibly looking for secondary gains. He further commented the pt's physical findings do not support pt complaints. He does not have any knowledge as to the events and doubts pt had those events. Additional info was received in 2004 from the ER physician. The physician provided the pt's ER records. The pt was seen in the ER in jul-2004 (two days after a synvisc injection) with a chief complaint of right knee pain and swelling. Physicial exam was remarkable for right knee being distended and tender to palpitation. There was no erythema or warmth. The physician aspirated 55 cc of slightly yellowish-lime green fluid, slightly thick from the right knee, which went welll with no complications. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.